Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had battery/charger faults.